Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the thunderbeat handpiece lost one of its grills. The event occurred during a therapeutic procedure and the piece was recovered immediately. There was no mention a delay in procedure. There were no reports of patient harm.

Manufacturer narrative:
D section corrected d1, d4.

Manufacturer narrative:
D1, d2, d3 corrected. This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the cause could not be established. Olympus will continue to monitor field performance for this device.